Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00771100900, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset, 61550152, 3122040, depuy antibiotic bone cement beads, 8159657. Report source, consumer - attorney.

Event description:
It was reported patient underwent a revision procedure approximately one week post implantation due to migration and disassociation. The cement beads had migrated and the sleeve had disassociated from the stem. The migrated bead and the hardware were removed. While operating, seroma and hematoma were discovered and removed. A new sleeve was placed on the stem and patient was sutured back up. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned. Surgical notes were provided and stated that patient underwent a revision surgery due to migration of femoral components and failure of left total hip replacement with pelvic discontinuity from previous surgery. Patient had significant pain and radiographs revealed that taper sleeve and adaptor had migrated. Hematoma was observed above the fascia. The hematoma was removed and the wound was irrigated. The migrated pieces were removed and revised. DHR was reviewed for deviations and / or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined with the information provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.